Event description:
On 07-jul-2025, pentax medical became aware of an event involving a pentax medical ultrasound gastroscope model eg38-j10ut, serial number (B)(6) in france within the emea region. In the endoscope purchased in may, a non-conforming result was obtained in the microbial culture sampling test. The endoscope concerned had not been used. This event occurred during sampling testing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device will be inspected, reprocessed, and sampled. If necessary, reinforced reprocessing and additional sampling will be performed until the device is confirmed to be conforming. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was device contamination. Based on the investigation, there was no defect with the device. The device will be inspected, reprocessed, and sampled, followed by reinforced reprocessing and sampling if necessary, until the device is confirmed to be compliant. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 05-nov-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 15-nov-2024. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.